Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the uninterruptible power supply (ups) battery cartridge was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups battery cartridge was discarded and not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) was turning off after being unplugged from the wall shortly after. By the time the site moved the mvs from storage to the room, they would have to start it again. There was no patient present when this issue was identified.